Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump had alarmed button error. Customer stated that the device had not been exposed to moisture but had been worn against her stomach. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 126 mg/dl at time of reporting. Nothing further reported.